Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (damaged cable) has been confirmed. Upon investigation, the cable connecting the rear therapy electrodes to the distribution node was pulled from the strain relief, damaging wires. The root cause for the strained cable could not be positively identified but was likely excessive force. No adverse event resulted from the defective electrode belt. The pt received a replacement electrode belt.

Event description:
A (B)(6) male pt called zoll customer support to report that his electrode belt cables were damaged. The pt was issued a replacement electrode belt.